Event description:
It was reported that the insulin pump had alarmed no delivery 4 or 5 times on separate occasions, and at this event, the alarm occurred during a bolus attempt. The blood glucose reading was 305 mg/dl. The customer stated that the alarm was resolved by a complete infusion set change. She stated that she would return the infusion set for analysis. She was advised to monitor her blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.